Event description:
The customer observed falsely elevated alinity I free t4 and provided the following data: customer normal range : 0.70 - 1.48 ng/dl sample ID (B)(6) - male , 1 year old. Free t4 initial result was 2.88 ng/dl and repeat result was 0.76 ng/dl other laboratory values provided: ft3 : 2.46 pg/ml tsh : 1.8672 uiu/ml sample ID :(B)(6) - female , 16 year old. Free t4 initial result was > 5.00 ng/dl and repeat result was 1.16 ng/dl per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.